Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to fluid loss in an unknown location. All the components were removed and replaced with a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.